Manufacturer narrative:
Another contact info: (B)(6) due to characterization limit e1 initial reporter: michael bachelor due to characterization limit e1 event site name: tanner medical center carrollton updated fields: b4,b5,b6,b7,d7a,d10, e1(initial reporter, event site name),e3,g3,g4,g6,g7,h2,h6(type of investigation, investigation findings, investigation conclusions),h11 corrected fields: g2,h6(medical device problem code, component codes) a getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that the customer believed to have caught the issue in time. The fse inspected the pim and found no signs of fluid infiltration. Device passed the performance and safety checks according to factory specifications.

Event description:
It was reported by customer, that during use, the cardiosave hybrid type "b" plug (iabp) had catheter restriction alarm and iab rupture overnight. No patient harm reported.

Event description:
It was reported by customer, that during use, the cardiosave hybrid type "b" plug (iabp) the iab rupture overnight. No patient harm reported. The field service engineer checked the pneumatic interface module and found no signs of any fluid infiltration. Device passed all functional and safety tests according to factory specifications.

Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.